Event description:
It was reported that the 2.5 x 15 mm xience xpedition stent delivery system (sds) was removed from the packaging. During removal from the plastic hoop it was noted that the proximal portion of the shaft was separated from the hub. A kink was observed at this junction prior to pulling the device from the hoop. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.